Manufacturer narrative:
Patient information - normal patient, not overweight. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that angioseal could be introduced without problems. The following information was provided by the user facility: during removal the resistance was very high - collagen could not be placed. They tried again and manipulated the system - then they could release the collagen but under a lot of resistance. Puncture was in the correct segment of cfa. No plaques or other variations. Vessel was minimally ruptured and thrombosed after manipulation - patient must be treated by a vascular surgeon. Actual situation: vessel is open, patient is free of complaints, no further complications known, no further harms known. It was reported that the vessel condition was checked with ultrasound. It was reported that the placement of angio seal was checked with ultrasound. It was reported that the patient had minor harm. It was reported that the blood loss was <50 ml.